Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a very calcified lesion with 70-80% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. It was stated that the patient had an existing non-medtronic stent implanted in the left anterior descending (lad) artery and it is believed that this stent had a strut hanging out in the ostium. It is believed that the onyx frontier stent got caught on the existing stent in the lad. The dislodged stent was removed from the patient and was fished out. A femoral approach had to be used to snare the stent out. Resistance was noted during the withdrawal of the device, and possible excessive force was used. A 6f medtronic guide catheter and non-medtronic guidewires were also used during the procedure. It was later reported that the non-medtronic stent in the lad become partly dislodged from the left main (lm). It is believed that the onyx frontier caught on the strut of the non-medtronic lad stent as it was pulled out. The 6f medtronic guide catheter would not come out of the body and there was nothing more that could be done to fix the proximal lad, therefore, the patient went to surgery with the guide catheter and guidewires still in place in the groin. The surgery was to repair the non-medtronic lad stent issue. It was stated that the guide catheter becoming stuck was not a complication that stemmed from the guide catheter. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: the 6f ebu launcher guide catheter was removed from the patient during the surgery. It was believed that there was no issue or complaint with the guide catheter. Annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.